Event description:
Broken catheter, electrical signals 1-2 do not work when deflecting catheter.what was the original intended procedure?cardiac ablation.device #1is this a laboratory device or laboratory test?no.